Event description:
It was reported the patient (B)(6) experienced a gradual loss of stimulation. A diagnostic test revealed high impedance measurements were for all lead contacts. Surgical intervention was undertaken to address this issue. Intraoperative testing confirmed the impedance issues and a sharp bend was seen in the lead at the anchor site. The patient's lead was replaced. Effective stimulation was recaptured for the patient following the procedure.

Manufacturer narrative:
Evaluation results: the complaint about "invalid impedance" was confirmed. The returned lead had a kink where all the wires were broken 10.5 cm distal to the stim end. When a standard swift lock anchor was aligned to the cam impression, the location of the broken wires corresponded to the distal end of the anchor. As the outer tubing was not breached, the damage observed is consistent with overstress the lead was subjected to at the distal end of the swift-lock anchor while it was implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.